Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging the one touch ultra soft lancing device has a broken lance holder. The one touch ultra lancing device broke ten days earlier. It is not known whether the pt was able to test with his meter after the alleged issue started. The pt denied taking any actions in regards to diabetes treatment as a result of the reported issue. After the reported issue began, the pt was reported to have felt high with symptoms of "sweating and having frequent urination.", how long did the sypmtoms last, why did he go to the doctor's office, and what was his diagnose at the doctor's office. Based on the info provided to the customer care advocate, there was no misuse of the lancing device. The meter, test strips, control solution, and the lancing device were replaced. The complaint is being reported as the pt alleged he became symptomatic after the reported issue began.